Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during patient ambulance transport, cardizem 125 mg /125 ml infusing on channel a was expected to run at 10 ml/hr but was found to be infusing at 150 ml/hr. Channel b had normal saline infusing at 75 ml/hr. The event occurred between 2330 on (B)(6) 2016 and 0030 hours on (B)(6) 2016. At 2350 the transport crew had noted that the IV site was occluded, so the infusion was stopped and a new site was established in the patient's right hand, and both infusions were then moved to that site. The total volume of the cardizem infused was reported as 72.9 mg in 72.9 ml. The patient's blood pressure decreased temporarily; there was no lasting adverse effect reported, and the cardizem infusion was restarted at the correct rate of 10 ml/hr.

Manufacturer narrative:
The customer report of an over infusion was confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Data from the ms-iii event log, status log, and alarms log were reviewed. The logs for this device do not contain programming information which indicates drug names. On (B)(6) 2016 at 11:25pm the device was powered on and the rate volume time (rvt) parameters were displayed. The rate was 150ml/hr, the vtbi was 1ml, and the infusion time was 0.4 minutes. At 11:35 pm the vtbi was changed to 125ml which caused the infusion time to change to 50 minutes. At 11:41 pm the tubing cassette was installed in channel a and the infusion was started at a rate of 150ml/hr. After approximately 37 minutes, on (B)(6) 2016 at 12:19am, the infusion on channel a was stopped. Approximately 92ml would have infused during this time period. Rate accuracy testing was performed and the device was found to be infusing within specification. The root cause of the over infusion was determined to be user programming.